Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was an attempted implant. After placing the lead the threshold was not ideal, and upon repositioning it the lead helix could not be retracted. Repeat attempts were not successful and the lead did not stay fixed. After removing it from the patient it was observed that the helix had become deformed. The lead was exchanged, and the procedure was successfully completed without adverse effects.